Manufacturer narrative:
Device history record (DHR) review summary: review of DHR for work order (B)(4) did not identify any deviations, errors, omissions or non-conformances during manufacturing process. All gel breast implants were reviewed as part of the assembly operations and these tasks were performed according to applicable current procedures to ensure that assembly met the required specifications. The DHR assembly report from sap was verified and there was not any scrap related with reported event, all devices were conformance during manufacturing process. In addition, DHR for shell run number (B)(4) did not identify any deviations, errors, omissions or non-conformances during shell fabrication process. All shells were reviewed as part of the shell fabrication operations and these tasks were performed according to applicable current procedures to ensure that fabrication met the required specifications. During the process of documentation retrieval related to the complaint, the data collector was not able to recover the runs number (B)(4). However, an impact assessment has been performed and it was concluded that during the assembly process there are controls which ensure the device´s compliance. In addition, deviation (B)(4) was previously opened to address the same missing documentation issue. According to the information gathered during the DHR review, there is enough evidence to support that devices from work order (B)(4) were assembled in accordance with allergan medical procedures and specifications. The reported device was intact at the time of production and met the required specifications.

Event description:
(B)(4) product field note (pfn) received via email reports (left side) the patient has allergan prosthesis and was diagnosed with alcl (anaplastic large cell lymphoma). Adenopathy axillary, encapsulation with inflammatory process and superior interior intracapsular liquid. Pathologic diagnostic of non-hodgkin lymphoma alk negative (anaplastic lymphoma, alk negative, cd 30+ associated to breast prosthesis, clinical status ii e). Patient has a medical history of primary sjogren syndrome. On (B)(6) 2015, MRI found bigger volume of the left breast and edema on subcutaneous layer. Periprosthestic liquid was also noted. Patient presented pain, not related to the device, one week after the MRI. On (B)(6) 2015, it was noted capsular contracture. On (B)(6) 2015, a MRI detected a mass on the superior area of the left breast. Biopsy of the injury came negative. On (B)(6) 2016, patient palpated left axillary adenopathy. On (B)(6) 2016, during consultation it was noted no signals of rupture. Small mass on superior left prosthesis. On consultation with healthcare professional biopsy was performed, which confirmed lymphoma of anaplastic t cells, alk (-). Periprosthestic liquid was also noted. Explant date provided as (B)(6) 2016. Implant was not replaced.

Manufacturer narrative:
Medwatch sent to FDA on 08/10/2016. (B)(4). Concomitant medical products: folic acid, d3 vitamin, calcium carbonate, omega 3. Past medical history of hydroxychloroquine. The events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses: "based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin¿s lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. Alcl has been reported globally in patients with an implant history that includes allergan¿s and other manufacturers¿ breast implants. You should consider the possibility of alcl when you have a patient with late onset, persistent peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. When testing for alcl, collect fresh seroma fluid and representative portions of the capsule, and send for pathology tests to rule out alcl. If your patient is diagnosed with peri-implant alcl, develop an individualized treatment plan in coordination with a multi-disciplinary care team. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Potential adverse events that may occur with silicone gel-filled breast implant surgery include: capsular contracture, reoperation, implant removal, changes breast sensation, hematoma/seroma, and lymphadenopathy."

Event description:
English product field note (pfn) received via email reports "(left side) the patient has allergan prosthesis and was diagnosed with alcl (anaplastic large cell lymphoma). Adenopathy axillary, encapsulation with inflammatory process and superior interior intracapsular liquid. Pathologic diagnostic of non-hodgkin lymphoma alk negative (anaplastic lymphoma, alk negative, cd 30+ associated to breast prosthesis, clinical status ii e). " patient has a medical history of primary sjogren syndrome. On (B)(6) 2015, MRI found bigger volume of the left breast and edema on subcutaneous layer. Periprosthetic liquid was also noted. Patient presented pain, not related to the device, one week after the MRI. On (B)(6) 2015, it was noted capsular contracture. On (B)(6) 2015, a MRI detected a mass on the superior area of the left breast. Biopsy of the injury came negative. On (B)(6) 2016, patient palpated left axillary adenopathy. On (B)(6) 2016, during consultation it was noted no signals of rupture. Small mass on superior left prosthesis. On consultation with healthcare professional biopsy was performed, which confirmed lymphoma of anaplastic t cells, alk (-). Periprosthetic liquid was also noted. Explant date provided as (B)(6) 2016. Implant was not replaced.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl)

Manufacturer narrative:
Received confirmation that the device will not be returned.

Event description:
English product field note (pfn) received via email reports ¿(left side) the patient has allergan prosthesis and was diagnosed with alcl (anaplastic large cell lymphoma). Adenopathy axillary, encapsulation with inflammatory process and superior interior intracapsular liquid. Pathologic diagnostic of non-hodgkin lymphoma alk negative (anaplastic lymphoma, alk negative, cd 30+ associated to breast prosthesis, clinical status ii e).¿ patient has a medical history of primary sjogren syndrome. On (B)(6) 2015, MRI found bigger volume of the left breast and edema on subcutaneous layer. Periprosthetic liquid was also noted. Patient presented pain, not related to the device, one week after the MRI. On (B)(6) 2015, it was noted capsular contracture. On (B)(6) 2015, a MRI detected a mass on the superior area of the left breast. Biopsy of the injury came negative. On (B)(6) 2016, patient palpated left axillary adenopathy. On (B)(6) 2016, during consultation it was noted no signals of rupture. Small mass on superior left prosthesis. On consultation with healthcare professional biopsy was performed, which confirmed lymphoma of anaplastic t cells, alk (-). Periprosthetic liquid was also noted. Explant date provided as (B)(6) 2016. Implant was not replaced.